Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm emerge¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured.